Event description:
My husband had an adapta addrl1 implanted (B)(6) of 2007. He had previously had a lead break and replaced. A portion of that lead remained in his body. He complained in (B)(6) 2010 that something did not feel right regarding the pacemaker. He had a testing on the pacemaker and was told all was fine. In apr he had a thorough exam and was told he was doing extremely well. On (B)(6), he died suddenly after a rapid heart beat occurred. I would be interested if anyone has experienced a similar situation.